Manufacturer narrative:
Device was evaluated by importer on 03/05/2025. No problem was detected code 67. No device problem found code 213. A definitive root cause cannot be determined with the information currently available. There are a large variety of situations where a burn can occur when using a clinical electrotherapy device. It is possible the alternative brand of electrodes being used are not appropriate for clinical electrotherapy, which can result in hot spots. It is possible there is internal damage to one or more of the lead wires, creating intermittent contact when the lead wire is moved in a certain way. It is possible the electrodes stopped making good contact with the skin due to hair, skin product, movement, or electrode prior usage. There are too many possibilities to approach a root cause and not enough information to rule many of them out. The device did not show any signs of the reported malfunction or any other product malfunction. The complaint could not be duplicated.

Event description:
While treating the patient on this device, at a fairly low intensity, the intensity of the device suddenly increased and maintained at a that high intensity. In concert with this event, the patient experienced a burn on their lower leg.